Manufacturer narrative:
Updated fields: b5, h4. This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty patient circuited board. The phenomenon was reproduced, and it was due to patient circuited board but information to identify the fault was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The doctor was not present. A delay in procedure of 30 minutes was reported. The patient was already sedated so the patient had to be re-medicated. The intended procedure was completed using another similar device. There was no adverse health effect to the patient, associated with the delay, reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and the was confirmed. The evaluation uncovered normal cosmetic wear and tear, the scope connector socket was worn out, no image and a new software version was required. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, image was black on the evis exera iii video system center. There were no reports of patient harm associated with this event.